Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a0510 captures the reportable event of carrier failure to retract.

Event description:
It was reported that, during a procedure using a capio device, the carrier failed to retract. The procedure was completed with another of the same device. No patient complications were reported.